Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had cracked and the plastic ring where the reservoir goes in the insulin pump has come apart and customer presses it back and it was fine but if it snags on something it was stick out. The customer¿s blood glucose was 109 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.